Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined during processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the entire system was explanted and replaced to address the issue. Per the patient's and physician decision. Effective stimulation was restored.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed that the lead was fractured. As a result surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
G3: has been corrected from oct 28, 2022 to oct 28, 2024.